Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the foggy image. Based on the result, we concluded, that it was caused, due to the moisture condensation in the ccd module. In addition, we confirmed, that the insertion flexible tube (ift) scratched, and the light guide fiber bundle (lcb) degradation. However, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use, the entire image becomes dark and hazy, making it difficult to see what you are observing. No damage can be confirmed on the tip lens surface, the flexible tube at the insertion part, and the light guide cable, and there is no leak. Some creases can be visually confirmed on the light guide on the tip lens surface. No health hazard has occurred to patients, medical staff, etc. Due to the above failure situation.